Manufacturer narrative:
B3: date is approximate. Year is confirmed valid. Section d references the main component of the system. Other medical products in use during the event include: medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient regarding an external device to an implantable pump infusing an unknown drug for spinal pain indications. It was reported that the patient stated they were having problems with the controller since day one. The patient reported that when they were requesting a bolus it took them 45 minutes and it kept stopping. The manufacturer's patient services specialist (pss) walked the patient through clearing the data and they verified they were able to connect to their pump much faster and they were seeing a lockout which tells them the bolus was delivered. The patient stated sometimes they did not feel like they got their bolus.